Event description:
It was reported that the patient developed an infection right after implant in 2009 and was treated for six weeks with antibiotics until the infection cleared. It also was reported that the patient went for several reprogramming sessions and at three months post implant, the health care provider (hcp) told the patient to turn off the device and not to use it. No explant was performed. The patient was currently experiencing pain on the left side which was the side opposite from the implant and the orthopedic hcp wanted to perform an MRI. Additional information has been requested, a follow up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).